Event description:
On december 16, 2016, the lay user/patient¿s daughter (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter displayed a message of ¿extreme high glucose¿ during testing. This warning appears when the meter detects blood glucose greater than 600 mg/dl. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. During the follow-up call, the reporter claimed the patient developed symptom of ¿fatigue¿ on (B)(6) 2016 at around 9:00 pm. 30 minutes after the onset of the symptom, the reporter claimed the patient¿s blood glucose was tested with the subject meter and that is when the alleged warning message appeared. The patient manages his diabetes with oral medication (extended release metformin 500 mg once a day). In response to the alleged warning message, the reporter claimed the patient¿s doctor was contacted who advised him to increase his metformin dose to three times a day. The reporter denied that the patient¿s blood glucose was tested on any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr walked through resolving the issue however the alleged issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.